Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified, non-tortuous proximal left anterior descending coronary artery. A 4.0 x 15mm nc trek balloon dilatation catheter was first inflated at 10 atmospheres and then at 12 atmospheres for 20 seconds. However, it was unable to deflate, therefore the indeflator in use was switched out for a 20cc syringe to pull negative for 20-30 seconds. The balloon then deflated. Another balloon was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue as the reported complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.